Event description:
A customer contacted baxter's technical service center to report having air in the patient line with the homechoice (hc) machine after prime. The home patient (hp) stated he had tried everything and there was air in the patient line after the machine primed. The technical service representative (tsr) would swap the hc and advised the hp to contact the peritoneal dialysis (pd) nurse about missed therapy and programming help on version 10.4 machine. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated swapping the device did not resolve the issue. The hp stated the air bubbles were several feet away from the top of the patient line. The hp explained that he had a companion sample available but could not provide the lot number. The hp stated his peritoneal dialysis (pd) nurse was aware of the issue, but stated she could not provide a resolution. The hp stated he has been able to perform pd therapy successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed and the assignable root cause could not be determined. Baxter?s attempts to obtain the sample and lot number were unsuccessful and therefore an evaluation and batch review could not be performed. A follow up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.